Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cancer, infection (unknown onset).

Event description:
Patient reported "infection" and "squamous cell skin cancer". Later healthcare professional reported "went smaller". This record is for the right side. Device was explanted.